Manufacturer narrative:
A partial lead measuring 8.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion at 13.8 -14.0 cm distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil, consistent with lead friction to the another device or feature of the heart. The etfe coating was intact at this location.

Manufacturer narrative:
Investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-12504, 2938836-2019-12196. It was reported that the patient developed sepsis and passed away in the hospital. The complete pacemaker system was explanted. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.